Manufacturer narrative:
The samples were collected in 4ml bd edta vacutainer tubes and sampled within 5-10 minutes of collection. Qc was ran before the event and recovered within assay limits. A field service engineer (fse) was dispatched: the fse found the 30 psi regulator was noisy and moisture was found on the output lines. The fse replaced the regulator and membrane drier. The fse replaced the e-lyse and s-lyse pumps and verified the instrument's operation. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous differential results generated by the coulter hmx hematology analyzer with autoloader for two patient samples. The samples of both patients were re-tested and repeated results were considered correct. No erroneous results were reported out of the lab. There was no change to patient treatment, death or serious injury associated with this event.